Event description:
It was reported that the cysto-nephro videoscope, "insertion section was almost detached" after a diagnostic bladder exam procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A root cause could not be identified. Based on the results of the investigation, a cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cysto-nephro videoscope, "insertion section was almost detached" after a diagnostic bladder exam procedure. The intended procedure was completed with the same device. There were no reports of patient harm.